Event description:
It was reported that the lancet protrudes beyond the end cap of the device.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states section h4: the year is the only known part of manufacture date. We have defaulted to the first of the year.